Event description:
It was reported that they experienced that they experienced high blood glucose. The customer¿s blood glucose level was 33 mmol/l at the time of incident. The customer¿s current blood glucose value was unknown. The customer did not provide information about symptoms of high blood glucose value and treatment details. It was unknown if the customer was using auto mode or not at the time of incident. Customer stated that buttons were not really working and they were making noise and moving slowly. Troubleshooting was performed. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No stuck key alarm, button error alarm, unresponsive buttons, unexpected numbers ramping anomaly or scrolling screens anomaly noted during testing. The pump recognized the water filled reservoir that was installed in the reservoir compartment. The pump was programmed with a 2.0 unit fill cannula delivery. Then the pump delivered the 2.0 units properly with water exiting the infusion set. The buttons responded properly with no button keypad anomaly or unexpected noise anomaly noted. No damage noted on the keypad traces or on the keypad dome switches. The pump passed the keypad voltage test. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus. There was no stuck key alarm (61) noted during testing or in the pump history file. Keypad unresponsive/button error alarm/keypad anomaly was not confirmed. Unable to confirm alleged high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.